Event description:
A 3.0mm diameter x 24mm length endeavor sprint rapid exchange (rx) drug-eluting coronary stent was deployed in the mid cx of a pt. During procedure the pt also rec'd a 3.5 x 15mm endeavor sprint rx to target lesion (MFR rep # 2953200-2010-02230) with no issue reported. However, it was reported that the pt experienced an mi one day post stent implant. Prolonged hospitalization was required. The pt is reported to be recovered and no other clinical sequelae were reported.

Event description:
Additional information received: it is unknown whether the reported mi was related to the target vessel.

Manufacturer narrative:
(B)(4). Eval, results: (mi).